Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a lesion in the mid-circumflex coronary artery. The severely calcified lesion was pre-dilated with a 2.0mm diameter ptca balloon prior to the stent being inserted. It was not possible for the stent to cross to the larget lesion due to an acute bend in the artery and severe calcification in the vassel. The stent delivery system was pulled back and removed from the pt. Another s7 stent delivery was then inserted into the proximal circumflex coronary artery. During insertion, it was noted under fluoroscopy that the stent had dislodged from the delivery balloon. It was also noted at that time that the first s7 stent had dislodged in the acute bend of the artery and was "hung up" on calculm. There were no attempts to snare the undeployed stents... Surgery was recommended however, the pt declined. There was no further reported treatment of the target lesion. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The vessel tortuosity and severe calcification likely contributed to the dislodgement of the stent from the delivery balloon. The instructions for use were not performed for 1:1 per-dilatatiion of the severely calcified lesion. Separate medwatch reports have been submitted for each device involved in this event.